Manufacturer narrative:
The marathon catheter has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that marathon microcatheter got puncture while maneuvering it in very tortuous right middle meningeal artery during the treatment of a complex dural av fistula. The catheter was damaged at the distal location. The vessel was severely tortuous. There were no reports of patient injury in association with this event.

Manufacturer narrative:
H3: the marathon micro catheter (model: 105-5056 lot: a727146) was returned for analysis within a shipping box; within an opened marathon outer carton; within an opened marathon inner pouch and within a dispenser coil. The asahi chikai 0.008¿ guidewire used in the event was not returned. The asahi chikai 0.008¿ guidewire has a labeled proximal od (outer diameter) of 0.010¿ and distal od of 0.008¿, as per an online source. Per the marathon IFU (instructions for use), the marathon is not compatible with non-hydrophilically coated guidewires greater than 0.010¿ in diameter. Therefore, the asahi chikai 0.008¿ guidewire was found compatible for use with the marathon micro catheter. The marathon total length was measured to be ~171.7cm (reference: 170.0cm), the useable length was measured to be ~165.3cm which is within specification (specification: 165.0cm ± 2.5cm) and the distal floppy length was measured to be ~25.2cm which is within specification (25.0cm +2.0cm -1.0cm). No damages were found with the marathon hub. No bends or kinks were found with the marathon catheter body; however, the catheter body was found punctured at ~22.8cm from the distal tip with the inner elliptical wire, with inner tubing, protruding from the puncture. No damages or irregularities were found with the marathon distal marker/tip. No other anomalies were observed. There was no indication that the event was related to a potential manufacturing issue. Based on the device analysis and reported information, the customer¿s report of ¿catheter puncture¿ was confirmed. Catheter puncture can occur if the catheter becomes kinked or prolapsed during insertion of the guidewire. In addition, it is possible the patient¿s ¿severely tortuous¿ anatomy contributed to the event. However, the cause for the puncture could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.